Manufacturer narrative:
227097 evaluation statement: the reported event of an error message ¿attach module or system off¿ could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted CAPA reference: ca-2018-0171 the customer stated that there was no patient involvement.

Event description:
The customer reported that when attempting to set up the pump to infuse fluid/antibiotics, the first pump read "attach module or system off." The user restarted the pump and got the same message. The same thing occurred with a second pump. Both pumps were taken out of service. Biomed stated there was a "maintenance due error message." There was no report of patient harm.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an error message ¿attach module or system off¿ could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that when attempting to set up the pump to infuse fluid/antibiotics, the first pump read "attach module or system off." The user restarted the pump and got the same message. The same thing occurred with a second pump. Both pumps were taken out of service. Biomed stated there was a "maintenance due error message." There was no report of patient harm.